Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received a 20ga nexiva unit along with a piece of top web packaging from lot number 9135961. A functional test was performed where the unit successfully disengaged without resistance or drag. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle disengagement was difficult. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 383517 batch no: 9135961 it was reported that the catheter is "dragging" "it's like fitting a square peg through a round hole" the 22g stems back from january and had the same issues as the 20g reported earlier. They are "dragging" "it's like fitting a square peg through a round hole". The nursing staff is having problems with these almost every day calling them "junk and they're poor product". He has 2 additional 20g that experienced the issue "earlier this week either monday or tuesday" that were not used on patients. These are available to be sent back.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle disengagement was difficult. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 383517, batch no: 9135961. It was reported that the catheter is "dragging" "it's like fitting a square peg through a round hole." The 22g stems back from january and had the same issues as the 20g reported earlier. They are "dragging" "it's like fitting a square peg through a round hole". The nursing staff is having problems with these almost every day calling them "junk and they're poor product". He has 2 additional 20g that experienced the issue "earlier this week either monday or tuesday" that were not used on patients. These are available to be sent back.